Event description:
The catheter was placed on 6/6/97, without difficulty. However, the locking loop opened up and the catheter migrated approx three days after placement. Leakage of bile into the intraabdominal was noted and the pt was taken to surgery on 6/11/97.